Event description:
It was reported that upon removal the drain broke leaving a portion of the drain inside of the pt. The pt was taken to the operating room to have the drain removed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. (B)(4).